Event description:
Reportedly, sinus tachycardia episodes were classified as ventricular fibrillations due to t wave oversensing.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, sinus tachycardia episodes were classified as ventricular fibrillations due to t wave oversensing.